Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation.

Event description:
On 3rd april, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. During annual preventive maintenance it was found that cap was missing from the spring arm. Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d1 brand name, d2a product code., d4 unique identifier (UDI) # and h4 manufacture date and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d1 brand name: lucea 100. Corrected d1 brand name: lucea led®. Previous d2a product code. Fss. Corrected d2a product code. Fsy. Previous d4 catalog # ard568604998. Corrected d4 catalog # none. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h4 manufacture date: 2019-07-10. Corrected h4 manufacture date: 2019-07-11. Getinge became aware of an issue with one of surgical lights ¿ lucea 50. During annual preventive maintenance it was found that cap was missing from the spring arm. Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. The device has been repaired by replacement of cap spring arm blue 30 new ral9016 (ard569010102) and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts (blue 30 / lucea 40-50: ard569010102). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.